Event description:
The customer reported the device's battery connection on the right side was not working. There was no reported patient involvement.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J2 pins 7 and 8 were both found to be bent and compressed.